Event description:
The customer reported that the system's external video port on the back of the workstation is broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep replaced the external video display cable assembly on the sys. The sys was tested and found to be working as intended and put back into svc.